Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01656.

Event description:
'It is alleged that "patient received a cook celect platinum filter on (B)(6) 2015". 'It is alleged that "patient received a cook celect platinum filter on (B)(6) 2015". It is also alleged: "tilt", "vena cava perforation", "pain in groin area" & "high anxiety" hospital and medical records have been requested but not yet provided.